Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that during refills, a discrepancy was noted in which too much drug was drawn back. The pump was electively decided to be explanted and replaced. In addition, the catheter was replaced due to a leak. A dye study was performed on (B)(6) 2011. Neither the pt's outcome, or the drug administered via the pump was reported. Additional info has been requested, but was not available as of the date of this report.